Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a virgin implant in (B)(6) 2025. The patient had significant peyronie¿s disease with modelling done during the initial implant procedure. Initially, an uncomplicated post-op period with successful cycling occurred and was healing well. However, during the 3 month post op review, patient was complaining to surgeon of a lot of tenderness at tip of penis. During the assessment, doctor could see the tip of the right distal cylinder through the urethral meatus. Revision surgery was performed. A distal urethral defect was seen and repaired. A genesis malleable was placed in unaffected left corpora. In the right corpora, 11.5cm (proximal portion) was filled with malleable cylinder, whilst the distal portion was left empty to allow the perforation to heal. Swabs taken of explanted titan; however, no active infection was evident and patient was asymptomatic. There was no device malfunction.